Event description:
It was reported that there has been an increase in hospital blood stream infections due to loose connections occurring while using interlink t-connect catheter extension sets. It was reported that interlink t-connect catheter extension sets have been coming loose at the female luer connections (exact number was unknown). At the time of the events, the interlink sets were being used with non-baxter primary sets. The customer did not identify any irregularities with the interlink sets and reportedly could not understand why the t-connectors were coming loose. The number of blood stream infections was unknown. The customer reported that these events were identified ¿over the past three months in the neonatal intensive care unit¿ (dates unspecified). The patients were treated with a variety of antibiotics (unspecified), further described as dependent on the organism (unspecified) found in the patients¿ blood. The patient outcomes were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.